Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Medical records review: the patient with acute pulmonary embolism had a vena cava filter deployed without incident. Approximately two years and four months post filter deployment, a computed tomography scan of the abdomen demonstrated the filter with its tip below the renal venous confluence without substantial tilt. The inferior struts of the filter appeared to minimally extend outside of the inferior vena cava lumen. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, the investigation can be confirmed for perforation of the ivc. However, based on the provided medical records, the investigation is inconclusive for tilt as it is unclear whether the filter could have had substantial tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiration date: 08/2017; device manufacture date: 08/2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and limbs perforated into the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient allegedly experiences pain at the filter location, however, the current status of the patient is unknown.